Manufacturer narrative:
(B)(4).

Event description:
This patient complained of significant pain over the implantation site and a hematoma was diagnosed. A pressure dressing was applied and the hematoma resolved by (B)(6) 2017. This crt-d system remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.